Event description:
Upon return and initial evaluation of the device, the inner coil was noted to be unraveled and exiting the sheath's hub.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation = director. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure involving placement of a stent, material came out of a flexor ansel guiding sheath when the stent was removed from the sheath. Another manufacturer's 6 french sheath was to be exchanged for the complaint device. After the sheath and dilator were initially flushed, the dilator would only advance about five centimeters when the user attempted to insert it into the sheath. The sheath was flushed again and the sheath and dilator were assembled. The device was inserted into the femoral artery without difficulty, and was then advanced to the contralateral femoral artery. Resistance was not encountered. The other manufacturer's stent passed through the sheath; however, when the stent was removed, part of the sheath came out with the stent. The sheath was removed and another device of the same type was used to complete the procedure and successfully place the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure involving placement of a stent, material came out of a flexor ansel guiding sheath when the stent was removed from the sheath. Another manufacturer's 6 french sheath was to be exchanged for the complaint device. After the sheath and dilator were initially flushed, the dilator would only advance about five centimeters when the user attempted to insert it into the sheath. The sheath was flushed again, and the sheath and dilator were assembled. The device was inserted into the femoral artery without difficulty and was then advanced to the contralateral femoral artery. Resistance was not encountered. The other manufacturer's stent passed through the sheath; however, when the stent was removed, part of the sheath came out with the stent. The sheath was removed, and another device of the same type was used to complete the procedure and successfully place the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device, the inner coil was noted to be unraveled and exiting the sheath's hub. Corrected information: h6 (annex a). Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, dimensional verification, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A kink was noted eight millimeters from the end of the white cap. The inner coil was exiting from the check-flo valve. The device was measured within specification. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU warns ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a cause for the event could not be established. The risk analysis for this failure mode was reviewed and no additional escalation was required. There is currently a CAPA investigation open to investigate this product failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.